Event description:
During pta of a mildly calcified lesion in the renal artery with 90% stenosis, a palmaz stent delivery system was delivered after pre-dilatation with a 5.0x20mm sterling balloon, and an attempt was made to inflate the device. However, the balloon did not inflate at all and neither did the gauge of the indeflator. The indeflator was changed for an unidentified indeflator and the stent was successfully deployed. There was no patient injury. There were no kinks or other damages noted prior to inserting the product into the patient and the device prepped normally. Additional details regarding the procedure including the type of contrast and the ratio were requested but were not available.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. The device is available for analysis but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.